Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator was alarming "transducer fault" and "vent inop". The customer advised there was no patient involvement associated with this event.

Manufacturer narrative:
Vyaire complaint #: (B)(4). Additional information: d10, g4, g7, h2, h3, h6, h10 . The vyaire failure analysis lab received the main pcba and performed a failure investigation. The main pcba was evaluated and the reported problem of the ventilator alarming "transducer fault and vent inop" was confirmed through the events log and duplicated during functional check. The combination of xdcr faults at power-up with the successful calibration of all xdcrs indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. The reported problems were isolated to the solenoid failure and pt801 failure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.